Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Service checked all related parts and verified instrument functions. The field service engineer replaced the sample probe. Instrument performance test results were acceptable. The customer ran qc and precision tests with acceptable results. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys total psa immunoassay results for 1 patient sample on a cobas 8000 cobas e 602 module. The initial result was 5.85 ng/ml with a data flag. The result was reported to the patient's physician, who questioned the result and asked for the same sample to be repeated. The repeated result was 0.122 ng/ml. The reagent lot number is 40952901 with an expiration date of 31-oct-2020.